Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one side of the sensor tensor jig is grossly harder to push down than the other.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: functional evaluation of the returned device was unable to replicate the reported event. No visual or functional defects were noted. The investigation found no evidence of product malfunction or product error and the need for further investigation was not established. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.